Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
During the mako tha surgery, during insertion of the checkpoint above the acetabulum, the checkpoint broke through the internal disk and buried itself into the abdominal cavity. Additional information: when the checkpoint pin was placed with a screwdriver in a clockwise direction above the acetabulum, it perforated the brittle bone and penetrated the pelvis, reaching into the abdominal cavity.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a mako checkpoint was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
During the mako tha surgery, during insertion of the checkpoint above the acetabulum, the checkpoint broke through the internal disk and buried itself into the abdominal cavity. Additional information: when the checkpoint pin was placed with a screwdriver in a clockwise direction above the acetabulum, it perforated the brittle bone and penetrated the pelvis, reaching into the abdominal cavity.